Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
It was reported that the patient has a right total metal on metal hip with pinnacle cup and summit stem done by surgeon. The hip is painful with elevated metal ions. The surgeon revised her hip and was able to retain the well fixed cup and stem. The patient had severe trunionosis and wear on her femoral stem neck, and no corrosion on the backside of the liner and cup. The hospital retained her components. Doi: (B)(6) 2019, dor: (B)(6) 2019, right hip.